Event description:
Major pump unit(s) involved: external control system failure additional text: controller malfunction specific component(s) involved: external controller malfunction additional text: controller malfunction other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller other intervention: side.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction